Manufacturer narrative:
Two cartridges from the same box were returned to animas; one was the cartridge that the pt had used and the other one was from a sealed package. Visual inspection revealed no physical defects. An o-ring failure was confirmed on the bench. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
It was reported that the pt experienced blood glucose greater than 600 mg/dl; he was positive for ketones without other symptoms of hyperglycemia. A family member reported that the pt's blood glucose was elevated for two days but did not report other blood glucose values or symptoms. He said that the pt had delivered correction boluses via the pump during these two days and his blood glucose had not returned to his usual range. The family member noted that the pt's blood glucose levels returned to his target after correction via syringe. The family member confirmed that the insulin was new, the time and date were correct, the basal rate and bolus settings are accurate, and the basal and bolus delivery history was correct. He reported that the infusion set and cartridge was changed multiple times during this time period. He denied bent or kinked cannulas, redness at the infusion site, moisture at the site, or air bubbles in the tubing. The family member reported that insulin had leaked into the cartridge compartment. He said it appeared that the leakage occurred at the plunger end and not the luer lock end of the cartridge. The family member noted that the leakage occurred with the past two cartridges, they were out of the same box, and they were not expired.